Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be forward-firing at 258,000j and 27minutes. The tip of the fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "stable" - there was no injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be forward-firing. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "stable" - there was no injury reported.